Event description:
It was reported that during a da vinci-assisted total hysterectomy - malignant surgical procedure, the instrument jaw string was broken. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No damage to the conductor wire insulation was observed. Failure analysis found the secondary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional observations not reported by site: the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.158¿ x .054¿. The instrument was found to have mechanical indentations on the bipolar yaw pulley. No material appears to be missing. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .057¿ - .146 in length and were not aligned with the tube axis.